Event description:
Pta: target lesion was superficial femoral artery. The vessel was heavily calcified, but not tortuous. The pt was a female. The stent was partially deployed when the sds (c08100sl, complaint product) was advancing through the sheath (manufacturer unk) despite the locking pin was still in place. The sds was removed from the pt immediately. The stent was exposed and deployed for approx 5mm from the distal end. The procedure was completed using 7mm smart control successfully without any pt injury.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.